Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump that does not function was confirmed and duplicated during product evaluation. This condition was caused by corrosion and a dirty safety slide clamp sensor. The safety slide clamp sensor contacts were cleaned and resoldered to replaced to fix the reported condition.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump not functioning ; this condition had the potential to interrupt delivery. This condition was found in the emergency room upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.